Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to vend medication from cabinet. A technical support specialist (tss) dial into server error-related issue had been checked. It had been found that case was already in progress for upgrading to the new version 1.8. Communication and monitoring of the progress had been ongoing, and during that time, the issue had appeared. As discussed during the call with the customer, an email had been written and sent to explain the issue. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to vend medication from cabinet. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.